Event description:
It was reported that the patient presented during clinical follow up. During device cybersecurity upgrade, the software upgrade process was interrupted and the implantable cardioverter defibrillator was found in backup mode. High voltage therapy was disabled during the backup and there was a loss of telemetry contact. The original firmware version was re-installed and the cybersecurity upgrade was successfully performed. There were no patient consequences.